Manufacturer narrative:
Concomitant medical products: (B)(6) lead implanted: (B)(6) 2016.

Event description:
It was reported the patient developed an infection. The implantable cardioverter defibrillator (ICD) system was removed. Replacement is planned as soon as the blood cultures are clear. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.